Event description:
A literature article described a retrospective analysis of a total of 282 patients that underwent laparoscopic (ls) and robot-assisted (ra) surgery in oncogynecological surgeries from february 2020 to september 2022. The study was conducted to compare the outcomes of laparoscopic (ls) and robotic assisted (ra) surgery in oncogynecological surgeries. A total of 74 patients underwent robotic-assisted surgeries, and 208 patients underwent laparoscopic surgeries. Among the 54 patients who underwent robotic-assisted hysterectomies, there were two complications mentioned. One patient was found to have intra-abdominal bleeding from the trocar site, which developed on the first day of the postoperative period. There was a total blood loss of 1000 ml and emergent surgery was required as treatment. The second patient developed intra-abdominal bleeding from the uterine artery resulting in a blood loss of about 1000ml. An emergent laparotomy procedure was required for treatment. The corresponding author replied to follow-up questions and reported that the da vinci equipment was in good working order at the time of the operations in which complications occurred. It is impossible to make an obvious connection between equipment and complications. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to the event in the article.

Manufacturer narrative:
There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there was insufficient or unconfirmed product/event information. Citation: alimov v.a., grekov d.n., novikova e.g., et al. Comparative analysis of robot-assisted and laparoscopic operations in gynecologic oncology. Tumors of the female reproductive system 2024; 20(1):104¿13. Doi: https://doi.org/10.17650/1994-4098-2024-20-1-104-113 in section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic si system was reported.